Event description:
Additional information stated that the patient's revision went well and the patient was "doing well". It was also stated that the patient's stimulation therapy "resumed fine."

Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed a dural tear or csf leak while the surgeon was trying to place a surgical lead. The dura leak was repaired with sutures and the lead was placed. No further information was reported. If additional information becomes available, a follow-up report will be sent.